Event description:
Patient reported "experiencing rotation because the pocket is too large". Later, patient reported "firmness and swelling". Later, patient reported "possible capsular contracture, baker grade unknown". This record is for the left side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, g1.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported "experiencing rotation because the pocket is too large". Later, patient reported "firmness and swelling". Later, patient reported "possible capsular contracture, baker grade unknown". This record is for the left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported "experiencing rotation because the pocket is too large". Later, patient reported "firmness and swelling". Later, patient reported "possible capsular contracture, baker grade unknown". This record is for the left side. Device remains implanted.